Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was encountered of the right atrial (ra) lead. It was noted that during a cephalic cut down implant the lead became kinked and the helix would not deploy. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix partially extended. The lead proximal and distal conductors are kinked and 50.3 cm and will not allow for helix extension and retraction. If information is provided in the future, a supplemental report will be issued.